Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and did not duplicate the customer reported issue. The device worked normally when used with a test lung. No errors were generated. Normal operation was confirmed. (B)(4).

Event description:
A report was received from (B)(6) stating that during patient use, a high pressure alarm was generated. The ventilator did not stop cycling. The patient was removed from the device. There was no patient injury reported.